Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with damage to the top half of the display was confirmed by baxter personnel during product evaluation. The root cause was assigned to the faulty main display. The main display was replaced to correct this condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump malfunction with damage to the top half of the display. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the biomed service department. There facility reported that there was no report of patient/user involvement, injury or medical intervention. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.